Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. After successful implant of the valve without issues, when the fully deflated 29mm commander delivery system was being removed through the 16f esheath plus, resistance was encountered. The delivery system balloon was caught on the distal tip of the sheath and the sheath was split at the tip. The esheath expandable portion kind of folded on itself and caused the entrance hole to become enlarged. The patient was converted to a surgical cut down and the artery was repaired. Patient outcome was stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07367.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was proved for review. Review of the provided imagery confirmed the complaint of delaminated sheath liner. Based on the provided image, presence of the distal tip split was unable to be confirmed. The provided 3mensio imagery was reviewed, and the following was observed: tortuosity present in the patients access vessels. Calcification present in the patients access vessels and abdominal aorta. Regarding the report for liner delamination, the esheath/esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training refresher training materials, including adequate hydration of components, appropriate orientation of the esheath esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed through evaluation of the provided device related image. Available information suggests that patient factors (calcification, tortuosity) and or procedural factors (altered balloon profile catching on distal tip, excessive manipulation) likely contributed to the reported event as it was reported that when the fully deflated 29mm commander delivery system was being removed through the 16f esheath plus, resistance was encountered. The delivery system balloon was caught on the distal tip of the sheath. Additionally received information states, balloon deflated with irregular shape and didnt fit properly in sheath. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Therefore, no further escalation (CAPA scar pra fca) is required. All complaints are reviewed against control limits. Regarding the report for distal tip split, the reported distal tip split was unable to be confirmed through evaluation of the provided device related image. A review of the IFU training materials revealed no deficiencies. It is likely that the tip sustained damage during system removal. Retrieving system with an altered balloon profile could cause it to catch on the tip, leading to increased withdrawal forces. The increased withdrawal forces could split the hdpe material in the process. Additionally, evaluation of the provided 3mensio revealed presence of calcification in the patients abdominal aorta, which could promote unfavored interactions between the sharp calcium nodules and distal tip, causing it to split in the process. As such, available information suggests that patient factors (calcification) and or procedural factors (altered balloon profile catching on distal tip, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.